Manufacturer narrative:
(B)(4). Batch #: t94894. Investigation summary: the device was returned with the jaws misaligned and the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn-in was observed. The device was tested on a gen11. The device did activate. No "difficulty to open or close" issues could be identified during testing. Then the device was disassembled to inspect the internal components and no anomalies were found. It is possible that the misaligned jaws could have compromised hemostasis in the device, however, we are unable to investigate further on this issue. Our manufacturing process has been identified to be the possible cause of the this issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the blade and the tissue pad were misaligned. The device did not cut the target tissue well. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.